Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
Itv was reported that a merlin message was sent to the clinic. The message was that the device had to be re-initialized. Patient was asked to come to the clinic. Device was found in ddd mode with parameters different from those programmed. Device was reprogrammed successfully. An erroneous parameter alert was received later. The device programmed to original settings.